Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if this or any other product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose reached 450 mg/dl, with frequent urination, while wearing the pod longer than 48 hours on the leg. Despite school nurse delivering a bolus, patient's bg was staying in "the 300's." As patient was leaving school patient experienced vomiting, paleness, and his "eyes were rolling around." Subsequently, mother took patient to the emergency room where a diagnosis of diabetic ketoacidosis was made and patient was admitted. When pod was removed, the site smelled of insulin and cannula was found bent and dislodged. Additionally, the personal diabetes manager (pdm) was reading 22 mg/dl, while the hospital's meter read 220 mg/dl. When tested a second time, thereafter, the pdm read 202 mg/dl. Patient's mother was concerned about readings patient was receiving while at school, leading up to hospitalization. Treatment included intravenous therapy to deliver fluids and insulin with sulfarin for vomiting. It should also be noted that patient spent at least 1 day in the intensive care unit, while hospitalized.